Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported insulin was squirting out during the manual prime process. It was also found the customer was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose was 177 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. However, the operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window. The insulin pump was missing the end cap sticker.